Manufacturer narrative:
H6: c19: the report of partial device deployment was confirmed. A thrombus present on the returned vsx device endoprosthesis is indicative of device expansion within the vasculature. The endoprosthesis was observed to be fully expanded, consistent with the indication that the device was fully expanded on the back bench after the procedure. The vsx device delivery system was not included with the returned endoprosthesis. Therefore, the performance of the vbx device with respect to deployment could not be further evaluated with the materials returned. The mechanism of the partial deployment could not be established based on the information available.

Manufacturer narrative:
C19-a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6)2023, a patient was to be implanted with 7mm x 10cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat iliac artery occlusion. It was reported calcification was serious and pre-dilated. The viabahn device was advanced via 8fr long sheath from left common femoral artery to target lesion. A resistance was felt during the deployment. The deployment line was stuck when the endoprosthesis was expanded nearly 2/3. The viabahn device couldn't be expanded after many attempts. Therefore, it was removed out of patient. Another 8mm x 10cm viabahn device was used to completed the procedure. The patient didn't have adverse impact. The physician deployed the viabahn device outside the patient. The viabahn device was fully expanded.